Event description:
Information received indicates the casters are not holding at the head end of the stretcher when the brake is set.

Manufacturer narrative:
The technician used a brake/steer upgrade to repair the stretcher.